Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) had stored non-sustained ventricular tachycardia (nsvt) episodes that were due to noise that was being oversensed on the right atrial (ra) and right ventricular (rv) channel. Technical services recommended to find out if the patient was having a procedure that day. Lead impedances were all within range. The patient is not therapy dependent. At this time, the device remains in service. No adverse patient effects were reported.